Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, the pacemaker was programmed and was working properly. During the procedure, once the telemetry was enabled, the device went into backup vvi mode. Another device was used. Patient was stable.

Manufacturer narrative:
Additional information: the reported field event of backup vvi was confirmed in the laboratory. Device image was corrupted, and no information could be extracted. Electrical and mechanical test results indicated the device exhibited normal functionality and the battery voltage was at near beginning-of-life level. There were no anomalies found that could help determine the cause of backup operation occurring in the field.